Manufacturer narrative:
(B)(4). Date sent to FDA: 08/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: two packets of product code vcp426h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. Additionally, visual inspection was conducted on the picture received. Visual analysis of the picture received determined that a detached needle and a suture piece of product code vcp426h could be observed, however, the assignable cause of the reported condition cannot be determined in the picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 component code: g07002 - device from same lot/batch returned from user; photo.

Manufacturer narrative:
Product complaint # ==>(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.